Manufacturer narrative:
Additional information: no resistance was noted while removing the device from the hoop. It was difficult to remove the protective sheath/packaging stylette. No force was used when removing the protective sheath / packaging stylette. The device was not flushed in the hoop/placed in a bowl of saline to activate the hydrophilic coating. The user was not injured as a result of the stylet tearing the glove. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The device was returned with the stylette stuck in the device and the balloon protector partially removed and deformed. A visual inspection found that the shaft was kinked, the balloon bond was stretched, and that the tip was stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after removal of one euphora rx coronary balloon catheter from the hoop, the stylet was found to be melted into the balloon and cut through the physician's glove. The catheter/delivery system was noted to be deformed at the tip. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected prior to use with issues noted. Negative prep was not performed. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.